Manufacturer narrative:
The investigation confirmed the reported pump stop via the log files retrieved from the system controller; however, the pump stop was not reproduced during analysis. The log files revealed that on (B)(6) 2015 at 1:27am, the pump stopped for approximately 3 seconds. The pump ramped back up to the set speed and remained there until the driveline was disconnected to exchange the system controller on (B)(6) 2015. The returned system controller was found to operate as intended during analysis. Atypical pump stops were not observed or reproduced. A root cause for the momentary system stop was unable to be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 11 months (calculated from the date when the system controller was shipped to the implanting center.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the clinic due to an alarm that occurred at approximately 1:00am on (B)(6) 2015. The system controller log file showed that the pump speed did go to zero. The patient reportedly did not hear an alarm but stated that the power went out for a second. The backup battery was inspected and it appeared to be connected correctly and the battery information showed up when the system controller was connected to the system monitor. The patient was asymptomatic. The system controller was exchanged. The log file was reviewed by the manufacturer's technical services representative. One pump stoppage event was captured on (B)(6) 2015 at 01:27am while the system controller was connected to the power module via the patient cable. There were no atypical alarms or events prior to or after this event. No further alarms have been reported.